Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed self-test. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. No damage or moisture damage on keypad assembly. Proceed by cutting unit open and perform a visual inspection of connectors and electronic stack. No damage noted to keypad assembly or the keypad traces, and j1 connector on pcb1 was locked properly during visual inspection. However, under microscopic investigation cracked u1 keypad lead 6 was noted. Additionally, moisture damage was found on motor force sensor flex connector gold traces. Isolate to electronic assembly. Unit was received with the following cosmetic damages: label damage (faded), cracked case-corner of belt clip rails, cracked case (battery tube), cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion customer allegations were not confirmed. All buttons function properly during testing. During visual inspection, no evidence of moisture damage on keypad traces was noted. However, under microscopic investigation cracked u1 keypad lead 6 was noted. Customer allegations of crack on the keypad were confirmed when cracked keypad overlay was noted during visual inspection. Additionally, moisture damage was found on electronic assembly. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer observed crack on the center button and had an issue with down arrow button. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the damage was affecting pump functionality as buttons were not responding. No harm requiring medical interventions were reported. The customer will discontinue the use of the device. The product mmt-1884 will be returned for analysis.